Event description:
The facility indicated that the bed scale is not accurate. She said that patient's bed was weighing 157 lbs.

Manufacturer narrative:
The facility did not return hill-rom's attempts to determine the resolution of the alleged malfunction.